Event description:
It was reported that balloon rupture occurred. A 7.0mmx40mmx135cm sterling balloon catheter was advanced for dilatation. However, during the third inflation at 10 atmospheres, the balloon ruptured. Pinhole on the balloon was noted. The device was removed from the patient's body and the procedure was completed with this device. No patient complications reported.